Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in july of 2014. The device was returned to baxter and the evaluation is complete. A review of the event log was reported and identified the reported issue. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem was identified as a check patient line alarm but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a home patient (hp) experienced an unknown alarm during automated peritoneal dialysis therapy using a homechoice device. The issue occurred during use while the hp was connected. A technical service representative initiated a swap of the homechoice discussed the use of continuous ambulatory peritoneal dialysis until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.